Event description:
At first inflation, the catheter was inflated to 8 atm for 15 seconds in a 99% occluded lesion. During the second inflation, contrast media leakage was observed and the ballooning was aborted.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the patient information. The angiosculpt device was returned for evaluation. The presence of blood in the balloon was noted suggesting that the balloon was inflated. The rx port was slightly lacerated. During functional testing, a 0.014" laboratory guide wire was inserted into the distal tip but was unable to advance through the proximal end of the device. The guide wire lumen was occluded approximately 55 mm distal to the distal tip. Thus, the device was inflated without the guide wire support. A pressure of 14 atm was applied to the device; however, the balloon could not be inflated due to the occluded inflation lumen. The device was soaked in water for one week and reanalyzed. Pressure was applied to the device but the balloon would not inflate. Therefore, the device was cut proximal to the rx port and a tuohy borst adaptor was used to assist with inflating the device. At an inflation pressure of approximately 2 atm, a pinhole leak at the proximal marker band was observed. The burst pressure for the angiosculpt device was not reported. It is unknown if the device ruptured above the rated burst pressure (rbp) of 20 atm. As a conservative measure, an MDR is being submitted in abundance of caution. No clinical injury was reported by the physician. It is possible that the 99% occlusion of the lesion could have caused the pinhole leak in the balloon.